Manufacturer narrative:
The device was returned, and the evaluation found the scope communication errors were due to a defective charged couple device and presence of dirt on the electrical contact of the video plug. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex video scope exhibited b30 error and e226 error (scope communication errors). The issues were found during inspection for use in an unknown therapeutic procedure and the procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "error code e226" and phenomenon 2 "error code b30" are likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated events. Olympus will continue to monitor field performance for this device.